Manufacturer narrative:
Device lot number unavailable. UDI not available for this instrument at time of filing. The fiber was returned to the manufacturer for analysis. Analysis found that the lure lock on the fiber was loose on the cooling catheter and was not able to lock on. The threads on the lure lock appeared to be thinner than normal not allowing the mating piece on the catheter to lock. The lure lock continued to spin without locking. Analysis found that the reported event was related to a mechanical issue. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a neuro soft tissue ablation procedure. It was reported that intra-operatively, the luer lock of the laser fiber was stripped and would not connect to cooling catheter. A new catheter and fiber were used and connected successfully. There was no reported surgical delay or impact to patient outcome.